Event description:
The customer reported that the system exhibited software corruption errors upon boot and locked up during the boot cycle. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and reformatted. The system software and calibrations were also reloaded. The ups (uninterruptable power supply) was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.